Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7156780. UDI: (B)(4).

Event description:
It was reported that the patient had a staphylococcus infection and noted new pain in the rib area which was believed not to be device related. The patient was administered antibiotics given on a 30-day course.